Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st segment elevation. During the procedure ablations of the cavo-trcuspid isthmus (cti) were performed with the farawave catheter, which is considered off label use as the farawave's instructions for use indicate the catheter should only be used for pulmonary vein isolations. Prior to the cti ablations 1mg of risordan was administered. Two ablations of the cti were performed before st segment elevation was observed on the ECG. Trinitrine was then administered, and the st elevation resolved within ten minutes. The procedure was completed with no further patient complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.